Event description:
It was reported that during a gastric procedure, the device had been used several times during the case. A blue cartridge was placed in the device. The device was fired and the staples were malformed. After the firing the cartridge was bowed and bent with shards of the cartridge being formed also. The case was completed with another device and cartridge of the same product codes. There were no patient consequences reported. One cartridge will be returned; the device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: rep was asked if any of the shards fell into the patient. Rep responded there were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers, pan. The analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be partially dislodged at left proximal end. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.